Event description:
Possible malfunction of the pacing (extenal) device of the life pak 10 monitor. The pt was in severe respiratory distress. Pt was loaded in the ambulance and began to deteriorate quicky. On the way to the hospital the pt. Coded. The pt went into asystole. The crew attempted to pace the pt, but the monitor stated "attach leads". The crew had the fast patches applied, plus the three lead cables. The crew began to recheck the placement of the leads and changed the electrodes with no change. The crew then began changing the leads from 1,2,3, paddles without any change the monitor still remained to state "attach leads". The crew then rechecked the cables that go to the monitor and found that they were secure. When the crew arrived at the hospital they began to print the code summary report, but when the summary printed the asystole portion of the code did not print. The part that printed was the tachy rhythm that the pt was in before pt coded. Nothing printed from the code summary after the pacer was turned on. In regards the crew were unable to pace the pt.